Manufacturer narrative:
Additional device product code: hwc. (B)(6). (B)(4). A device history record (DHR) review was performed on part # 02.118.106, lot # 8580123: manufacturing location: (B)(4), manufacturing date: 21 aug 2013: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had a skiing accident on (B)(6) 2016 causing an intraarticluar pilon fracture, which was treated two-sided with a variable-angle locking compression plate (va-lcp) anteromedial on the tibia and locking compression plate (lcp) plate on the fibular. After six weeks patient increased the load slowly as per plan; however after 3 months patient had a slight swelling and minor pain at the implant site. Postoperative x-ray (lateral view) taken on an unknown date revealed a hairline crack through the plate at the level of the fracture. The surgeon accepted this since the healing was advanced. The implants were left in the patient. On (B)(6) 2017 a removal surgery was performed as the patient healed. During removal the plate was completely broken. The plate breakage led to a slight secondary valgus position of 5 degrees, but this was deemed to be tolerable by the surgeon. Reportedly there was no surgical delay during the implant removal surgery. Concomitant medical products: unknown screws (part # unknown, lot # unknown, quantity 10), 3.5mm crtx screw/low prof hd self-tapping/star drive/30mm (part 02.206.230 lot 6952234, quantity 1). This report is for one (1) 2.7/3.5mm va-lcp anteromedial distal tibia pl/8 holes/right. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
An additional investigation was completed: we have analyzed the broken plate that was returned. During this manufacturing evaluation, which included visual inspection, measurements of thickness and width, raw material review, device history record review) no manufacturing related issues were identified. The mechanical data that we have is 2.7mm/3.5mm va-lcp medial distal tibial plate (as a representative of the plate family) versus 4.5mm/3.5mm lcp metaphyseal plate. The fatigue load testing demonstrated a higher fatigue load for the 2.7mm/3.5mm va-lcp medial distal compared to the 4.5mm/3.5mm lcp metaphyseal plate. No emerging issues or unacceptable risks were identified from the body of evidence that was reviewed covering this type of plate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device: 1x unknown locking compression plate and unknown screws.

Manufacturer narrative:
Manufacturing evaluation was completed: the plate was received in a minigrip together with eleven (11) screws. The plate is broken in two pieces. A device history record review was completed: lot 8580123 was manufactured in august 2013. All the inspections performed according to inspection sheet passed. No non-conformance reports were generated. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The certificates of the related raw materials used to manufacture the plate have been reviewed and the relative certificates indicate that the materials fulfil the specification. The returned plate was re-inspected for all the features pertinent to the complaint condition. The plate is broken at the level of the variable angle (va) hole number 9. The variable angle holes 6, 7, 8, 11 (the ones proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the va-holes are manufactured using the same program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to specification. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of non-conformance manufacturing related. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. No manufacturing related issue was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.